Event description:
Affiliate reported that after the procedure the physician found a csf leakage. The ventricular segment was ruptured. Valve was removed from patient and replaced with another one.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that there was a cut in the silicone housing. It is not possible to determine how or when the cut occurred. The instructions for use warn health care users to use extreme care when handling silicone products as silicone as a low tear resistance. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.